Event description:
It was reported that malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the same malfunction did not recur. Customer was advised to continue using the pump and to call back if any issue reappeared. No additional information was received regarding the outcome of the event.